Event description:
It was reported that the unit shut down while it was on a patient. The device was in clinical use at the time of the event. There was no patient or user harm. Per the diagnostics performed by the engineer, it was determined that unit had a 1101 code (check vent: ventilator restarted). It was also reported that the unit had a 3007 code, indicating no action is needed. No other relevant codes were found. The customer was advised to perform a complete performance verification test on the device.

Event description:
It was reported that the unit shut down while it was on a patient. The device was in clinical use at the time of the event. There was no patient or user harm. Per the diagnostics performed by the engineer, it was determined that unit had a 1101 code (check vent: ventilator restarted). It was also reported that the unit had a 3007 code, indicating no action is needed. No other relevant codes were found. The customer was advised to perform a complete performance verification test on the device.

Manufacturer narrative:
After troubleshooting was performed with the remote service engineer, it was reported that no action was needed, and that no other relevant codes were displayed. The customer was advised to perform a performance verification test with complete passing results before returning the device to service; however, it could not be confirmed if the pvt was completed without issues found and if the device was returned to service. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.